Manufacturer narrative:
Serial numbers: (B)(4). For five of the events, the investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions. For one of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were: the field service engineer replaced and re-adjusted the sample/reagent probe, re-adjusted liquid level detection voltage and checked the sample/reagent probe transport mechanism which was ok. Instrument performance testing results were acceptable. For one of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were: the field service engineer found that the sample/reagent probe movement spring was broken; this was replaced. Instrument performance testing results were acceptable and calibration and qc were ok. For one of the events, the investigation determined the event was due to a reagent pipetting/aspiration issue. The issue was resolved by the service actions. The follow up actions were: the field service representative changed the pinch tubing, cleaned parts of the analyzer, and checked and adjusted the probes. For one of the events, the investigation determined the issue was resolved by the service actions. The follow up actions were: the field service engineer found that the bead mixer was bent causing a lot of bubbles in the micro-bead reagent. The mixing paddle was replaced and the customer had no further issues. For one of the events, the investigation determined the issue was resolved by the service actions. The follow up actions were: the field service representative replaced tubing and adjusted the photomultiplier high voltage. For one of the events, the investigation determined the issue was resolved by the service actions. The follow up actions were: the field service representative replaced the measuring cell. For one of the events, the investigation determined the issue was resolved by the service actions. The follow up actions were: the sample/reagent probe tubing was kinked. The tubing was replaced and artificial media testing was run and passed. Mechanism and diagnostic checks were within specification. The customer has had no further issues. For one of the events, the investigation determined the photomultiplier tube high voltage was out of adjustment. The follow up actions were: the photomultiplier tube high voltage was properly adjusted and the issue was resolved. Performance testing was run and it was successful. Precision studies and controls were performed and these were ok. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>13</noe> malfunction events. Questionable non-reproducible results were generated by the cobas e 411 disk immunoassay analyzer. The events involved a total of 24 patients with the following: 2-elecsys vitamin b12 ii, 1-elecsys afp assay, 7-elecsys hcg + beta test system, 3-elecsys tsh, 3- elecsys t4, 1-elecsys folate iii, 2-elecsys prolactin assay, 6-elecsys estradiol iii assay, 1-elecsys pth stat immunoassay. The known patients' ages ranged from 28 to 72 years. The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There were known to be 6 females and 1 male. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.